Manufacturer narrative:
(B)(4). (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that vessel dissection occurred. In (B)(6) 2016, the patient was referred for cardiac catheterization and the index procedure was performed. The target lesion #1 was located in the distal left circumflex (lcx) artery with 80% stenosis and was 20mm long with a reference vessel diameter of 3.25mm. The target lesion #1 was treated with direct placement of 3.50 x 28 synergy ii everolimus-eluting platinum chromium coronary stent system. Post deployment, a grade a dissection was noted which was treated with 3.00x16mm study stent. Following post dilatation, the residual stenosis was 0%. Target lesion #2 was located in the proximal lcx artery with 90% stenosis and was 12mm long with a reference vessel diameter of 4.00mm. The target lesion #2 was treated with direct placement of a 4.00x16mm study stents. Following post dilatation, the residual stenosis was 0%. The following day, the patient was discharge on dual antiplatelet therapy.